Event description:
On (B)(6) 2012, it was reported that the pt began having elevated blood glucose elves starting on (B)(6) 2012. On either (B)(6) 2012 or (B)(6) 2012 (the pt could not recall), the pt's blood glucose level was 425 mg/dl and he went to the hospital. He was treated with an IV drip and insulin injection. The pt's normal blood glucose range is 100 - 160. He was released three days later and his blood glucose level had returned to normal. The pt uses a competitor's infusion set; he found that the cannula was kinked and attributed his elevated blood glucose levels to this. The pt's infusion device did not display an error or alert message indicating there was an occlusion. The infusion device was replaced and requested to be returned for evaluation.